Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 479 mg/dl. Pump system check was performed and air bubbles were observed in the tubing. Tandem technical support assisted the customer with removing the bubbles.